Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: thrombus in the lv, la, and lv outflow tract specific component(s) involved: pump. Drive unit malfunction additional text: pump malfunction. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify other intervention : removal of pump. Implant device type: lvad. Malfunction device type.